Event description:
It was reported that during a gastric by-pass, the patient arrested very early on in the case just as the first trocar was introduced. According to the scrub nurse, they have come to no conclusions as to exactly what caused the death, but they did not think the trocar was the cause. Apparently, there were many other factors due to the obesity and co-morbidities of the patient. This patient was apparently very high risk, being super-obese with a history of heart problems.

Manufacturer narrative:
Date sent: 09/11/2007.